Manufacturer narrative:
B5: information added. D4: detailed product information and UDI information updated.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. During the procedure, the patient experienced multiple episodes of hypotension; however, imaging confirmed no pericardial effusion. A 31mm watchman flx pro closure device was implanted after meeting release criteria. The procedure was concluded. Approximately 90 minutes post-procedure, the patient experienced another hypotensive episode, and a stat transthoracic echocardiogram (tte) was performed. The tte demonstrated no pericardial effusion and confirmed that the closure device remained stable and appropriately positioned. The patient was admitted for monitoring. 90 minutes post imaging, a massive transfusion protocol was initiated, and the patient was pronounced deceased within approximately one hour. The reported cause of death was right-sided hemothorax and pneumothorax. In the physician's opinion, there was no explanation for the patients post procedural condition. It was further reported that in the physicians opinion, the death was unrelated to the watchman device.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. During the procedure, the patient experienced multiple episodes of hypotension; however, imaging confirmed no pericardial effusion. A 31mm watchman flx pro closure device was implanted after meeting release criteria. The procedure was concluded. Approximately 90 minutes post-procedure, the patient experienced another hypotensive episode, and a stat transthoracic echocardiogram (tte) was performed. The tte demonstrated no pericardial effusion and confirmed that the closure device remained stable and appropriately positioned. The patient was admitted for monitoring. 90 minutes post imaging, a massive transfusion protocol was initiated, and the patient was pronounced deceased within approximately one hour. The reported cause of death was right-sided hemothorax and pneumothorax. In the physician's opinion, there was no explanation for the patients post procedural condition. It was further reported that in the physicians opinion, the death was unrelated to the watchman device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037675179. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension and death (hemothorax, pneumothorax) (imaging required, blood transfusion, and hospitalization). Risk review: a risk review was completed and confirmed that the events of hypotension and death (hemothorax, pneumothorax) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. During the procedure, the patient experienced multiple episodes of hypotension; however, imaging confirmed no pericardial effusion. A 31mm watchman flx pro closure device was implanted after meeting release criteria. The procedure was concluded. Approximately 90 minutes post-procedure, the patient experienced another hypotensive episode, and a stat transthoracic echocardiogram (tte) was performed. The tte demonstrated no pericardial effusion and confirmed that the closure device remained stable and appropriately positioned. The patient was admitted for monitoring. 90 minutes post imaging, a massive transfusion protocol was initiated, and the patient was pronounced deceased within approximately one hour. The reported cause of death was right-sided hemothorax and pneumothorax. In the physician's opinion, there was no explanation for the patients post procedural condition.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.